Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that during an implant surgery, the implant mount did not disengage after placement of the implant. Consequently, the doctor removed the implant and placed a new implant.

Manufacturer narrative:
One t3 short external hex implant was returned for inspection. The collar of the implant significant is significantly damaged, and the external hex is chipped. The internal drive feature was warped and no longer functions. The mount that is packaged with this device was not returned for inspection. The part could not be functionally with an external hex mount, as the device was too damaged. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant mount damaged the external drive feature during use. The complaint as reported could not be confirmed, as the mount was not returned for inspection. However, it was confirmed that the device was damaged and no longer functions. A root cause for this complaint could not be determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.